Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument's ion-selective electrode (ise) waste was overflowing. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that material build-up in the drain tube caused the waste overflow. Fse disassembled and cleaned the flow cell and electrolyte injector cup. System functionality was verified by established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).